Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
It was reported that patient never had urinary relief with this device. It was noted that in the patient loss therapeutic relief with this implant and was removed a last year. The patient also mentioned no therapeutic effect. The patient was diagnosed with urinary dysfunction/sacral nerve stimulation. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.